Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pta procedure of the av fistula, the balloon allegedly ruptured at 15atm's. The balloon was removed from the sheath without issue and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a pta procedure of the av fistula, the balloon allegedly ruptured at 15atm's. The balloon was removed from the sheath without issue and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated during functional testing and a pinhole rupture was identified on the barrel of the balloon. Therefore, the investigation is confirmed for a pinhole rupture. The definitive root cause for the identified rupture could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2021).